Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: a review of the black box showed the data from the date of the event had been overwritten due to continued use. No evidence of an exceeds total daily dose was found in the available black box. During rewind the pump gave a call service 078 alarm. The investigation steps were unable to be completed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 585 mg/dl with polydipsia associated with a history/settings issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts), it was revealed that the patient was exceeding the daily dose. It was also noted that the patient did not know how to clear the max total daily dose alarm causing an interruption in insulin delivery. The maximum total daily dose is a safety feature of the pump and that max delivery limits are set by the patient with input from the health care provider.this complaint is being reported because the patient allegedly experienced hyperglycemia due to use error.